Manufacturer narrative:
Technical support (ts) stated there was likely a reagent preparation issue for wl: 01572-20220228-09 and the increase in positivity rate suggests possible cross over contamination of single tubes or low target samples. Customer stated 6 of the results were sent to the patients. Customer stated that they recalled the positive results sent, retested them on a non-panther instrument, and sent new results. Logs were uploaded and technical support (ts) confirmed there were no hardware issues. Technical support (ts) advised to perform a monthly maintenance including a thorough cleaning of the sample preparation area, sample rack and sample shield and review their tube handling to ensure that gloves are changed frequently while handling samples. Problem did not reoccur, no further issues were reported.

Event description:
Customer reported the panther instrument had 90 samples tested and 38 were positive for the sars-cov-2 tma assay, wl: 01572-20220228-09 ml: 308648. Due to the high number of positives in this run, customer decided to retest all these samples.